Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were false pause episodes noted on the device due to undersensing. Technical support was contacted and recommended reprogramming the sensitivity of the device to resolve the undersensing. Device reprogramming is anticipated and the patient was stable with no consequences.